Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the patient stated she experienced syncope and a seizure for an unknown reason. The patient was referred to her physician for follow-up. No additional adverse patient effects were reported.